Event description:
It was reported the epg (external pulse generator) was dropped. The case is cracked, and the electrode sleeves are broken. The hangers are also missing. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper case and lower case were cracked/broken and contaminated. The output connectors were broken and the side bail covers, ring cover, side bails and ring were broken and missing. It was further noted that the battery release, heart block, lead flex cover, release spring, battery drawer and battery flex were contaminated, the battery contacts were compressed, the keyboard was scratched and the display gasket was obstructing the view of the display.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device manufacturing date. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper case and lower case were cracked/broken and contaminated. The output connectors were broken and the side bail covers, ring cover, side bails and ring were broken and missing. It was further noted that the battery release, heart block, lead flex cover, release spring, battery drawer and battery flex were contaminated, the battery contacts were compressed, the keyboard was scratched and the display gasket was obstructing the view of the display.